Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (exact upn and procedure date are unknown). According to the complainant, during the procedure, the physician put the obturator down through the middle of the button shaft. The rod might have disrupted the anti-reflux valve. The patient states "my liquid nutrition moves more slowly than usual and sometimes there is reflux after feeding." It was suggested by the bsc representative that the patient go back to his physician for guidance with this device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.